Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7), indicating possible device malfunction. Review of x-rays by treating neurologist did not reveal any obvious discontinuities in the ncp system. Review of available device programming history revealed device diagnostic test results within normal limits aprox 16 months prior to date of this initial report. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Treating neurologist indicated that high lead impedance on device diagnostic testing was first noted approx 2 months prior to the date of this initial report. It was reported that the pt does not manipulate the device through the skin and that the pt had not suffered any recent injury or trauma that may have damaged the ncp system. The pt underwent ncp system replacement surgery, during which a brown substance was noted in the generator connector cavities. The lead pins were removed from the cavities, the cavities were cleaned out and the lead pins were reinserted. Subsequent device diagnostic testing still yielded high impedance readings. Device diagnostic testing of the generator alone was within normal limits. It was then noted that there was fluid inside the lead insulation tubing. The pt was implanted with a new vns therapy system. Intraoperative device diagnostic testing of the new system was reportedly within normal limits.